Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the system. Fse performed functional analysis and identified malfunctioning m-cabinet. Fse replaced geometry pc, flex pc and hard drive, fuses in mpdu. Performed generator and image detector calibrations. Inspected ups. Measured voltages, and test backup power. The system was returned to use in good working order. The codes were updated based on the investigation outcome.